Event description:
It was reported that cable of dall miles was broken during tightening in tha. So, the surgeon used spare product and the procedure was completed without any problems and delay.

Event description:
It was reported that cable of dall miles was broken during tightening in tha. So, the surgeon used spare product and the procedure was completed without any problems and delay.

Manufacturer narrative:
It was noted that the device was discarded by the hospital. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4): device discarded.

Manufacturer narrative:
An event regarding crack/fracture involving a ud-m 1.6mm beaded cable set vit was reported. The event was not confirmed. Device evaluation not performed as no items were returned. Medical records were not received. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. The root cause of the event is potentially related to operative technique, it is outlined in the surgical protocol and IFU that excess tension (over (B)(6)) can lead to cable breakage. Further information however is required to complete a more comprehensive review and to establish a root cause.